Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue and stent damage occurred. The target lesion was located in the "heavily" calcified and tortuous left anterior descending artery. Atherectomy was performed using a non bsc atherectomy system. Then a 3.50mm x 38mm promus premier¿ stent was advanced to the lesion however upon inflation of the stent delivery system (sds) balloon, it was noted that there was a "little" residual waist mid stent in the balloon. After removal of the sds balloon, an unspecified size emerge¿ balloon catheter was advanced for post dilation but failed to cross the recently implanted stent. It was then noted that the stent was deformed. Multiple attempts were made to cross the stent using non bsc guide wires and balloon catheters but failed. Eventually an unspecified guide wire was able to cross the lesion and an unspecified size quantum balloon catheter was advanced to "crush" the stent. Two non bsc stents were deployed in the target lesion and the procedure was completed. No further patient complications were reported and the patient's status was fine.